Event description:
Additional information was received. It was reported that the issue occurred during a spine procedure and while using the handpiece, the cardiac device implanted stopped and the heart stopped as well. It was noted the patient was not impacted further and was well post-procedure. It was reported that while using the handpiece, the cardiac device implanted stopped as well as the heart. A manufacturer representative (rep) discussed with the site and it seemed the setting of the handpiece was set too high (above cut 6). The rep noted that it wasn't clear, as the site wasn't positive but it was noted that it's possible the neutral pad wasn't in an optimal position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during use of the handpiece, the patient experienced heart failure and required resuscitation. The patient was successfully resuscitated and survived the event.